Manufacturer narrative:
The device was received at a zoll approved service provider for evaluation. The customer's report was not duplicated and the device passed testing. The device log was reviewed and there was evidence of resets. The log did not present any faults that would suggest the device malfunctioned. The monitor board was replaced as a precaution and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.